Manufacturer narrative:
Clinical investigation: there is a temporal and likely causal relationship between the use of the liberty select cycler and the patient¿s hospitalization for fluid volume overload as evidenced by chest pain and difficulty breathing. The patient was expecting a replacement liberty select cycler to arrive on (B)(6) 2024 when she was discharged from the hospital due to not being able to dialyze for a cycler issue. The liberty select cycler was not delivered. Additionally, the patient had been discharged with a different pd catheter adapter. The patient was given instructions on how to connect to manual exchanges utilizing that adapter; however, due to a language barrier the patient was unable to understand the instructions. The non-delivery of the cycler caused the patient to only have the option of manual exchanges. Although the patient was trained on manual exchanges, due to the pd catheter adapter issue, the patient also could not complete manual exchanges and was hospitalized as a result of fluid volume overload. The patient would not have had the adapter issue without first being hospitalized for not being able to dialyze due to the liberty select cycler issue. Therefore, the liberty select cycler cannot be excluded as the cause of the patient¿s hospitalization for fluid volume overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that she was discharged on june 8th and was not able to do the treatment at home because "the cap" that was put on her catheter was bigger than the fresenius "cap". As a result, the patient was unable to connect herself. As a result, she was not able to dialyze on june 8th. On june 9th, the patient went to (B)(6) hospital because she was full of fluid and was unable to breathe since her lungs filled with fluid. The patient is currently hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been discharged from the hospital on (B)(6) 2024. A replacement liberty select cycler was expected to be delivered by 8pm on that date. The liberty select cycler was not delivered. The patient was discharged with a different pd catheter adapter and could not connect for manual exchanges. A nurse attempted to instruct the patient; however, due to a language barrier, the patient did not understand the instructions and could not perform manual exchanges. The patient went to the hospital on (B)(6) 2024. The patient was experiencing chest pain and difficulty breathing. The patient was admitted to the hospital with fluid volume overload. The patient had not been dialyzed for two days at the time of admission. The patient was still hospitalized and being followed by the cardiologist. The liberty select cycler was delivered late in the day on (B)(6) 2024. No additional details pertaining to the patient¿s hospitalization were provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that she was discharged on (B)(6) and was not able to do the treatment at home because "the cap" that was put on her catheter was bigger than the fresenius "cap". As a result, the patient was unable to connect herself. As a result, she was not able to dialyze on (B)(6). On (B)(6), the patient went to (B)(6) hospital because she was full of fluid and was unable to breathe since her lungs filled with fluid. The patient is currently hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been discharged from the hospital on (B)(6) 2024. A replacement liberty select cycler was expected to be delivered by 8pm on that date. The liberty select cycler was not delivered. The patient was discharged with a different pd catheter adapter and could not connect for manual exchanges. A nurse attempted to instruct the patient; however, due to a language barrier, the patient did not understand the instructions and could not perform manual exchanges. The patient went to the hospital on (B)(6) 2024. The patient was experiencing chest pain and difficulty breathing. The patient was admitted to the hospital with fluid volume overload. The patient had not been dialyzed for two days at the time of admission. The patient was still hospitalized and being followed by the cardiologist. The liberty select cycler was delivered late in the day on (B)(6) 2024. No additional details pertaining to the patient¿s hospitalization were provided.